Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, this pacemaker was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.